Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/27/2013 with the following findings: the black box begins on (B)(6) 2013. Due to continuous use of the pump the black box data and histories for the event on 06/10/2012 have been overwritten. A review of the available black box and alarm history shows no errors or alarms associated with the complaint. The total daily dose adds up correctly and reflect the user's programmed basal rates. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering accurately and within the required specification. The display screen was observed to have a pinkish contrast. The keypad is torn at the up key. The down, up and contrast keys are intermittently responding to user input. The ok key is responsive to user presses. There was contamination present under all key contacts. A force sensor calibration check showed the pump is not detecting the correct force. The force sensor resistance was found to be in specifications. No contamination was observed on the force sensor housing. A crack at the case seal of the battery compartment was observed. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten. (B)(4).

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported low blood glucose (bg) levels. The patient indicated that since (B)(6), her bg levels have been low. The patient stated that she would wake up at night in the "40-60 mg/dl" range. On (B)(6) 2012, the patient mentioned that her bg levels were low all day. Prior to contacting anm, the patient reportedly tested her bg and got a result of "58 mg/dl" using an unknown device. The patient reported having symptoms of numbness in her hands, and dark and foggy vision. The patient treated herself by drinking juice. Her bg level rose to "82 mg/dl." At that point, she ate cereal. No medical intervention was reported by the patient. The patient contacted anm requesting for assistance with adjusting her basal rates to prevent further low bg levels. The patient mentioned, however, that she had injured her knee the previous day ((B)(6) 2012) and was admitted to an emergency room (ER). The patient was in a lot of pain and was prescribed vicodin. Four days earlier, she was also prescribed "cymbalta" and "gabapentin". The patient admitted to having decreased activity due to the knee injury. She was unsure if the medications were contributing to her low bg levels. Through troubleshooting, the anm representative involved in this contact noted that no defects were found with the pump. The I:c ration, isf, bg target, and iob settings were reportedly correct. No associated alarms were noted in the pump's alarm history. The prime and tdd histories were accurate. The patient denied that she was priming while connected. She also denied that insulin was being dispensed during the load step. She denied having issues with her infusion set. She was changing sites every 3 days. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed low bg levels with symptoms that can be associated with severe hypoglycemia. However, at this time it is unknown if the pump contributed to the patient's injury considering no issues were found with troubleshooting of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.